Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in the or after receiving a shock. Externalized conductors were observed. Noise and varied impedance values were noted. The lead was capped and replaced.